Event description:
It was reported that the user experienced a severe low blood glucose event after exercise while using the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included the need for oral glucose such as juice or glucose tablets. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.